Event description:
The customer reported that there was problems with the drive. The field engineer noted that the system intermittently would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.